Manufacturer narrative:
Correction in section d6: implantation date: on (B)(6) 2023, explantation date: on (B)(6) 2023.

Event description:
Reportedly, a patient came to the hospital due to fatigue and difficulties to breathe. By checking the pacemaker, the physician noticed a high rv threshold without any capture with programmed parameters. The lead was extracted and a new one was implanted.

Event description:
Reportedly, a patient came to the hospital due to fatigue and difficulties to breathe. By checking the pacemaker, the physician noticed a high rv threshold without any capture with programmed parameters. The lead was extracted and a new one was implanted.